Event description:
Plastic clamp located on balloon port cut silicone tube allowing fluid in balloon to escape. Tube migrated into subcutaneous tissue. Pt was readmitted on 1/28/95 and returned to surgery for exploratory laparotomy, irrigation of feeding solution and gastric contents from peritoneal cavity, closure of old gastrostomy site, and new gastrostomy site. Event recreated by surgeon by holding clamp and tugging on balloon port. This pt is disoriented at times and may have tugged on port causing the clamp to slice through the tube.